Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the siderail was loose at the frame. The technician tightened the siderail screws to repair the bed.